Event description:
It was reported that the patient presented to the emergency room after feeling poorly, upon interrogation, loss of capture on atrial lead was observed. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.